Manufacturer narrative:
Patient involved was a canine. Lot number - potential lot numbers: 170711sc, 170904sc, or 170705sc. Expiration date - potential expiration date: 6/30/2022, 8/31/2022, or 6/30/2022. UDI - not applicable. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - potential manufacture date: 07/11/2017, 09/04/2017, or 07/05/2017. The following are potential lot numbers and expiration dates for the identified product code: potential lots: (1) 170711sc, 2022-june-30, (2) 170904sc, 2022-aug-31 and (3) 170705sc, 2022-june-30. One piece of the broken catheter tube has been returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information, the actual sample and evaluation of retention samples of the potential product/lot number combination. Based on the investigation the exact cause of the complaint could not be identified. Actual sample condition showed that the catheter tube appears to be cleanly cut diagonally by a sharp object. Incoming inspection for the catheter tube (B)(4) material was conducted through verification of inspection report and certificate of analysis from our supplier. Records for the supplied catheter tube material for this production lot showed passed results. The produced lot had undergone two stations of 100% visual inspection. The first station covers the overall condition of the product. The second station covers inspection of catheter tip and needle tip condition and the distance between catheter tip and needle heel. Visual evaluation of the retention samples revealed no defects. A review of the lot history record of the involved lot was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual, sensory and functional tests and all samples for the complaint lot passed. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that they were using a surflo IV catheter device. On removal of the catheter on a patient, the shaft of the catheter snapped off inside the forelimb and could not be removed by hand. The patient is an animal. Additional information received on 05/29/18: radiographs of the patient were taken to confirm the location of the catheter followed by an exploratory surgery to remove the catheter from the cephalic vein.